Event description:
It was reported to philips that the system displayed the message that the storage space was low. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the system was in clinical use. The user deleted some patient images to complete the procedure. No patient harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting confirmed that the system's image processing pc (ippc) needed to be replaced. The fse replaced the ippc and it was returned for failure analysis. Failure analysis was performed but no conclusion could be made from the failure testing as the battery had been removed prior to shipping due to an export policy. After the ippc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.